Event description:
During an in clinic follow-up, decreased pacing impedance was observed on the right ventricular (rv) channel of the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header found no anomaly related to the field concern. Electrical and mechanical analysis performed indicates normal functionality. Further evaluation including impedance test at various impedance level found normal impedance measurements. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.